Event description:
The customer called and reported receiving no delivery alarms on the insulin pump, due to bent cannulas. Customer's blood glucose was 440 mg/dl. Causes for bent cannulae were discussed. The customer was changing the infusion set during the call and did not have a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.